Event description:
On (B)(6) 2012, the patient's dad/reporter contacted animas to report an unexplained low blood glucose episode the patient had while on insulin pump therapy. The animas pump was subject for review during the phone to make sure the pump was within specification. The patient is a (B)(6) diabetic on insulin pump treatment. The patient is growing and recently began walking. His insulin regimen reportedly is still under evaluation to meet his development needs. On (B)(6) 2012, the patient reportedly developed blood glucose less than 60 mg/dl and had a seizure. The patient was taken to the nearest ER where he was treated with IV fluid. He was released after his basal insulin regimen was adjusted. Troubleshooting revealed the there was no alarms or suspend prior to the event. All the primes were correct. There was no product malfunction associated with the alleged event. The patient's dad reportedly will continue to work with his doctor to adjust his insulin regimen accordingly. This complaint is being reported because the patient had a seizure and required hcp medical intervention for a blood glucose reading of 60 mg/dl while on insulin pump treatment. Although there was no product malfunction associated with the incident, the animas pump cannot be ruled out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.